Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump shut off last night and they put in a new battery that the insulin pump did not accept. The customer¿s blood glucose was 64 mg/dl at the time of incident. The customer also stated that the insulin pump had battery out limit alarm. Customer reported that they were able to clear the alarm. The insulin pump will not be returned for analysis.